Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The reported patient effects of stroke (cerebrovascular accident), bleeding (hemorrhage), worsening mitral regurgitation, myocardial infarction, renal insufficiency/failure, mitral valve injury (tissue damage) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through a research article that mitraclip devices may be related to events of: leaflet rupture and device detachment due to incomplete grasp. Acute single leaflet device attachment. Mitral regurgitation. Myocardial infarction . Stroke. Heart failure. Acute renal failure. Bleeding. Major vascular complications. Rehospitalization. (B)(4).